Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was not functioning after the patient underwent a coronary artery bypass grafting procedure. Additional information was received that indicated this lead was damaged during the procedure. This lead was later surgically abandoned. No additional adverse patient effects were reported.